Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head end of the left siderail will not lock. No pt involvement or adverse consequences are reported.